Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event. This event occured in (B)(6). Device not returned.

Event description:
"Laser of stones using semi rigid ureteroscope." "The laser fibre broke at some point whilst lasering a stone. It is approx 4mm section of the fibre from the distal tip of the fibre. As he wasn't aware it had broken, he continued to laser just fine with no issues. It was only when he came to catch the stones using a basket, he saw it floating around. He then retrieved the piece and put it in a sample pot."

Manufacturer narrative:
This event occurred in (B)(6). After product evaluation, it was determined that the fibers returned for evaluation exhibited functioning properties of conforming laser fibers. During initial visual examination, the non existent distal tip of fiber a indicated the fiber had been used, likely coming into direct contact with a solid structure such as a kidney stone. After the distal tip was reprocessed, the fiber again functioned according to specifications and did not exhibit any signs of degradation or breaks. The successful testing of the fiber after distal tip reprocessing and the presence of a pilot beam with successful laser transmission indicates that fiber a was fully capable of functioning as intended. Fiber distal tip degradation is a normal function of the fiber that is controlled only by the operator during a given procedure. The successful testing of fiber b with a pilot beam with successful laser transmission and no signs of degradation or breaks indicates the fiber is fully capable of functioning as intended. It is unknown why the complainant indicated the fiber tips broke during the procedure. The fibers functioned according to dornier specifications.

Event description:
"Laser of stones using semi rigid ureteroscope." "The laser fibre broke at some point whilst lasering a stone. It is approx 4mm section of the fibre from the distal tip of the fibre. As he wasn't aware it had broken he continued to laser just fine with no issues. It was only when he came to catch the stones using a basket he saw it floating around. He then retrieved the piece and put it in a sample pot."